Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer's device and observed that the device would not power on. After the user interface flex cable was reconnected to the user interface pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.